Event description:
Same as MFR report#: 6000089-2005-01412. During a coronary drug eluting stenting treatment procedure, the stent appeared longer than the labeled size. The target lesion was located in the left anterior descending artery (lad). The physician advanced the 3.00 x 20mm taxus express2 drug eluting stent to the lesion but it appeared longer than 20mm in length under fluoroscopy. The stent was withdrawn from the body, was compared to a 20mm balloon and again appeared longer than 20mm. The stent was then measured with calipers and measured 21mm. A second 3.00 x 20mm taxus stent from the same lot was then measured and again measured 21mm in length. The procedure was completed with a 3.00 x 18mm cypher stent. No patient complications were reported.